Event description:
A consumer reported experiencing blurry vision and diplopia three weeks following intraocular lens (iol) implant surgery. He also reported that he is "much more aware of his floaters to the point of total distraction". At the customer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).